Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after an interventional procedure. Reportedly, during needle deployment, after the plunger was removed, the sutures were not retrieved. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be in-training in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. It was reported that the sutures were not retrieved and is indicative of a cuff miss. A cuff miss occurs when the needle travel path (trajectory) was not correct when the user deployed the proglide device. A cuff miss can be influenced by, but is not limited to, manufacturing, user technique, and/or anatomical conditions. During manufacturing, the needle is partially deployed to verify the travel path (trajectory) to the cuff within the foot, thus ensuring proper trajectory during deployment. These steps of the lot history records were reviewed and did not show any anomaly. A sample is also taken from the lot for destructive testing to verify the quality of the lot build as part of lot acceptance testing including functional verification. The reported lot met lot acceptance specification. There is no reported information to indicate a manufacture influence on the reported experience. Needle trajectory can be influenced by user technique. The proglide instructions for use (IFU) provides the preferred techniques to assure the successful delivery of the suture. A change in angle or torque of the device during use could translate to a change in needle trajectory leading to the observations of this incident. The user was reportedly in training in the use of the proglide device; however, the second proglide device used completed hemostasis, indicating familiarity with using device, as stated in the IFU. There may have been user influences, but this cannot be confirmed. There is no indication of a user technique influence to the reported incident. Needle trajectory can be influenced by challenging anatomical conditions. As the needle travels through tissue, the needle trajectory can be influenced by more dense tissue such as, scar tissue and/or calcification, and can be deflected causing a needle to cuff miss. The amount of deflection will depend on the severity of the anatomical conditions. There was no patient condition reported that could infer an anatomical condition influence. The evaluation could not conclude that manufacturing, user technique or anatomical conditions had influence on the reported experience. Therefore, a cause for the sutures not being retrieved cannot be determined by the reported information. A review of the finished device lot history records concluded the in-process yields associated with the needle and needle alignment were within the expected ranges. A query of the complaint-handling database was performed and there does not appear to be a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.